Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification with the reported symptom screen is dull with lines going though it or it goes completely white when power-up which was reproduced during evaluation. The cause was determined to be the lcd flex to be not properly connected to the input/output (I/o) on the processor printed circuit board. The flex was properly connected and the issues were alleviated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen. There was no patient involvement. No additional information is available.